Event description:
The customer reported that the system displayed an error message and would not boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive and the generator assembly were replaced and the software was loaded. The filaments and the automatic exposure control were calibrated. The system was tested and found to be working as intended and put back into svc.